Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent kyphoplasty at l3. During the procedure the balloon ruptured on right side of the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The nature of the rupture is consistent with contact with bone splinters during surgery.